Event description:
It was reported to medtronic minimed that the reported issues with the minimed mobile app crashing and being unable to pair with the pump. The customer attempted troubleshooting by uninstalling and reinstalling the app, but the issue was not resolved. Additionally, the customer experienced a high blood glucose (bg) event today, with bg over 400 mg/dl. The event involved product mmt-6102, mmt-1884, mmt-443ag, mmt-342. The customer attributed the high bg. The customer declined further troubleshooting for both the high bg and the app pairing issues. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. The mobile device is compatible with the pump¿s bluetooth wireless technology but is not currently paired. The customer was advised to unpair the device from the pump¿s pair devices screen and re-pair them as needed. No further customer complications were reported. No product replacement or return is required for mmt-6102, mmt-1884, mmt-443ag, mmt-342.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.